Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic retosigmoidectomy procedure, radial reload load was unable to staple the tissue, with the amount of tissue suitable for its stapling. Poor staple formation and incomplete staple line proximally was also reported . The stapling was started on the first shot by the stapler, but it crashed after firing about 10mm. Both the stapler and the load were replaced by another of the same reference, and the stapler of the same batch of the first and the load of another lot and remaining the same problem. After the two loads and the two staplers do not stapling, the same was done with a curved cutting stapler. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.